Event description:
Caller reported patient had a blood glucose level of 320 mg/dl and called an ambulance. Caller stated while in the ambulance, the patient had an epileptic seizure and was taken to the hospital. Caller reported patient was in stationary treatment; length of time is unknown. Caller stated patient thinks the cartridge was leaky. Requested return of the alleged cartridge for evaluation

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.